Event description:
Technician alleged that the bed had no trendelenburg/reverse trendelenburg function.

Manufacturer narrative:
Technician found a connector pin pushed out of the plug for the knee motor to the board connector. Technician replaced the pin to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.